Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) detected leak.

Manufacturer narrative:
Updated field: b4, b5, d9, e1 (initial reporter, event site telephone, event site email), (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusions, health effect ¿ impact codes ) h11. A getinge field service engineer (fse) evaluated the unit and was able to confirm the reported malfunction. The fse replaced the high-pressure helium regulator, multiple helium tubing assembly, and the 3500 psig high pressure transducer. Tests were performed and the unit was functional. The failure analysis and testing dept. Received the following parts associated with this complaint: high pressure helium regulator, multiple helium tubing assembly, and the 3500 psig high pressure transducer parts were received with a reported failure of a helium leak. The fat performed a visual inspection and found the part to be in good condition. The fat installed the parts individually in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Pn 0103-00-0637 was confirmed to have the helium leak. No root cause identified. The other parts had no failure confirmed. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. Au. Root cause 1 (defective/supplier): contaminants may not be fully removed during the supplier cleaning process of the cardiosave high pressure regulator. Root cause 2 (procedure / requirement(s) ¿ gap): cardiosave service manual (0070-00-0639 rev q) does not include a requirement to replace the quick disconnect male fitting o-ring as part of the annual preventive maintenance.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no harm or injury reported.